Event description:
It was reported that the patient diagnosed with l5-s1 grad 2 spondylolisthesis underwent surgery for implant of posterior fixation at l5-s1 with 5.5 titanium pedicle screws and rods. No anterior support was implanted. X-rays taken at 3 months post-op revealed a broken screw at s1. No revision surgery has been reported. No patient complications were reported. It was also noted that the patient was overweight.

Manufacturer narrative:
The device is reported to remain implanted; therefore, product evaluation is not possible at this time. Examination of x-rays reveal isthmic spondy at l5-s1 with pedicle screw construct and reduction of deformity. No interbody support was provided. S1 screw breakage confirmed. Screw size may have been undersized for the size of this patient. Unable to determine cause of the event.